Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2018. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, increase in atrial pacing threshold was observed. Programming changes were made. Lead will be replaced and no date is scheduled yet. Patient¿s condition was stable.